Manufacturer narrative:
Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective processor board. The technician replaced the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a c5 system displayed a warning message during maintenance. There was no patient involvement.

Manufacturer narrative:
The exchanged processor board was returned to livanova (B)(4) for further investigation. The investigation at the manufacturing site revealed that some pins of the microcontroller were oxidized. The processor board was identified to be defective as some signals were short circuited. As root cause non conformity soldering joints were identified. This is a known issue and a corrective action was implemented for the reported issue.